Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced ineffective stimulation coverage and inadequate pain relief. The physician explanted and replaced the patient's lead and positioned the new lead at a higher level. The patient reported effective stimulation coverage postoperative.